Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. From the maximum needle protrusion length, the needle tube was broken at a position about 15 mm from the tip of the needle tube. When we checked the broken section of the needle tube, its shape seems the cause of the break was bending load but not brittleness. The manufacturing record was reviewed and found no irregularities. A past similar case indicates that a buckled needle tube breaks if straightening force is applied to the buckling. It is also known the needle weakens when repeatedly bent and straightened as the metal used for it has such a nature. The needle tube likely broke off by the mechanism below. 1. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. The bending and straightening reduced the strength of the needle tube until and finally broke it off. However, the exact cause of the needle break could not be identified. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a biopsy procedure, the subject device was used. A part of the device broke off and fell inside the patient. The fragment was retrieved. There was no patient injury reported.